Manufacturer narrative:
It is unknown if the initial reporter sent report to the FDA.

Event description:
On (B)(6) 2013, patient reported the check button on the infusion device is defective. The key-lock feature was not activated. He inserted a new battery, but this did not resolve the issue. The failure was constant and the button would not work even if pressed hard. The infusion device was not dropped in the past 48 hours. The infusion device was replaced and requested for evaluation. No physiological effects were reported, and he did not require treatment from a healthcare professional or second party to address the issue.

Manufacturer narrative:
The complaint can be verified. The check button does not respond. There are particles of plastic inside the housing of the check button. These particles temporarily isolate the area of contact inside the button housing.